Event description:
It was reported that the surgery occurred to explant and replace the ipg, which addressed the issue.

Manufacturer narrative:
Correction to section h6: device code should have been 3283 rather than 2017. The reported event of no ipg communication was confirmed. As received, the ipg was running the therapy application. However, the ipg was unable to communicate with a lab clinician programmer. Testing identified characteristics consistent with a failure in the ble circuitry since the advertising channels were not being broadcasted at the correct frequencies. Scottsdale engineering investigation: hybrid aue860 failed for an unknown defect in the ble circuitry or it's interconnect. Visual and x-ray inspection verified that all components and interfaces were present, correctly installed and intact and met all hybrid manufacturing specifications. The hybrid/device test history showed no issues. The hybrid was post-return tested 3 times on the scottsdale ate with identical results showing the ble advertising outputs to be totally nonfunctional, rather than shifted as was stated in the plano complaint. The hybrid was sent to an outside lab for deconstruction to extract the ble crystal for visual examination, cross-section and measurement of beam clearance gaps. No functional crystal package defects were found. Since no defects were found in the hybrid, ble circuit components, or ble crystal, the failure analysis results are inconclusive for root cause.

Event description:
It was reported that after a fall, the patient's drg ipg became inoperable and therapy was lost. Surgery may take place to address the issue.

Manufacturer narrative:
Should have been blank and the record should not have been tied to the CAPA.